Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the electronic patient gas system (epgs) flow was less than the set point. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Event description:
Per clinical review: on (B)(6) 2023 the team at the user facility experienced a problem with the heart lung machine electronic patient gas system (epgs) during cardiopulmonary bypass described as 'epgs flow is less than set point.' There was no change-out, no delay, and no blood loss, and the procedure was completed successfully. The perfusionist continued to use the unit until the procedure was completed.

Manufacturer narrative:
In addition to the above codes, investigation conclusion code '40 - cause traced to another device' is also applicable. The reported complaint was confirmed. It was determined that the unit operated to the manufacturer's specifications and the issue was related to another manufacturer's device. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) determined through testing that the electronic patient gas system (epgs) did not appear to cause the reported issue. The flow issues were not duplicated when the epgs was isolated but did occur when the vaporizer was on. The perfusionist spoke to the user facility's biomedical technician to evaluate the vaporizer. The unit operated to the manufacturer's specifications.